Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message from the adc device. The customer became hypoglycemic and experienced blurry vision and a loss of consciousness, however, was able to self-treat with water and sugar upon regaining consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. No failure modes were observed upon visual inspection of the plug assembly. Therefore, the issue is not confirmed to use due to the sensor plug not properly seated. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the modified serial number for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Serial no modified from (B)(6) based on returned product. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message from the adc device. The customer became hypoglycemic and experienced blurry vision and a loss of consciousness, however, was able to self-treat with water and sugar upon regaining consciousness. There was no report of death or permanent injury associated with this event.